Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The peritoneal dialysis patient reported that they observed the fluid leaking inside the cassette door area while removing the supplies after cancelling treatment. The patient experienced air detected in cassette alarms prior to cancelling treatment. The cause of the leak was unknown. The technical support representative advised the patient¿s nurse to discontinue use of the cycler. Follow up with the patient confirmed the patient did not experience any complications as a result of the event. The patient was not prescribed any antibiotics prophylactically. Patient reported no treatments were missed. The patient saved the cassette and a collection kit has been sent.

Manufacturer narrative:
Plant investigation: during disinfection the alleged failure was confirmed, a leak was found on the cassette film. A visual inspection was performed to sample cassette and noticed a pin hole at the cassette film. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.